Event description:
It was reported that the 9800 system was arching during test. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was cleaned and re-greased during the svc call. The system was tested, and found to be working as intended, and put back into service.